Manufacturer narrative:
The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
(B)(4). It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a multifocal intraocular lens (iol), model zxt150 (20.5 diopter) was explanted due to patient's dissatisfaction. Patient experienced blurry, out of focus vision in both eyes (ou) since implant. Reportedly, the patient vehemently complained that her vision was worse than before the cataract surgery and that she could not read without glasses; intermediate vision, sitting across from someone, is a big blur; and that her vision goes in and out of focus. The patient was very frustrated, had trouble performing every day tasks, and reported this affected her life. At explant, the incision was enlarged and sutures were required. Visual acuity pre-operative: left eye (os): 20/40; visual acuity post-operative: left eye (os): 20/40; os-glare 20/200. No further information was provided. This MDR report pertains to patient's left eye (os). A separate report is being filed for the patient's right eye (od).